Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse took a culture of the ise (ion-selective electrode) flow cell and it was found to be negative. A definitive root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 600 instrument, the results were reported out of the laboratory and that this has been a previous intermittent issue. Most recently, on two occasions, low na results were generated on the analyzer and reported out of the laboratory. The customer re-ran the patient samples on the lab's second dxc analyzer, found that the results were approximately 6 mmol higher and issued amended reports. Although both of the lab's dxc analyzers run high volumes of samples, this issue of low na results is not seen on the second analyzer. The lab uses the optional twice weekly flow cell cleaning procedure for both analyzers. The customer provided seven examples of the erroneously low na results along with the corrected results. The total number of patient sample results reported out of the laboratory is unknown and no other patient or sample information was provided. The customer did not receive any report of any adverse event or patient injury requiring medical intervention or change to patient treatment associated with this event.